Event description:
It was reported that the patient had presented for a clinical follow-up due to pocket erosion. The entire system, including the pacemaker, the right atrial lead, and the right ventricular lead, was explanted. The patient was in stable condition.